Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) exhibited undersensing after fixation and release. Fluoroscopy confirmed the lp had dislodged to the right atrium. While the lp was being retrieved, the helix was stretched. A different lp was used to complete the procedure. There were no patient consequences.